Event description:
Per medwatch form (reported on 05apr2022): it was reported that, "she kept getting 'high pressure' alarms, she changed out her tubing and finally it stopped. She noticed multiple dents in the tubing that kept alarming, left message for patient see if still available for return. No serial number or lot number available. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual product available for investigation? Unknown; did we [MFR] replace the product? Yes; did the patient have a backup product they were able to switch to? Yes; was the patient able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes;

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: no product was returned for visual or functional evaluation. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided therefore, a manufacturing device history record DHR review could not be performed. Corrected data: d5: correction: operator of device: updated, patient or consumer, g3: correction: report source: mw5108857.